Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 3.25mm x 20mm nc emerge® balloon catheter was advanced for dilatation; however, the shaft broke while inserting into the guide. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 17.9cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. The tip is damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.25mm x 20mm nc emerge balloon catheter was advanced for dilatation; however, the shaft broke while inserting into the guide. No patient complications were reported.